Event description:
Reportedly, the smartview connect lost communication since (B)(6) 2023 and the message 'technical problem' is displayed.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: upon reception, the returned smartview connect was tested and the reported behavior was not reproduced, as normal functioning was observed and the message indicating ¿technical problem¿ did not appear on the screen. In addition, normal communication was observed, and pairing was successful with a reference pacemaker. Analysis of extracted expertise files revealed that the reported error message resulted from an incorrect date saved in the device memory, due to a configuration error during the reboot of the smartview connect. Normal configuration was restored at the next reboot of the device. The reported communication errors most probably resulted from a poor network coverage at the patient¿s home, as numerous errors related to network were observed since (B)(6) 2023. Based on available data, no anomaly was identified on the subject smartview connect.

Event description:
Reportedly, the smartview connect lost communication since 21 september 2023 and the message 'technical problem' is displayed.